Event description:
The customer reported that an infant was born in a very bad physical state, requiring immediate resuscitation. After the resuscitation, the physician and midwife noticed that the cardiotocography (ctg) was producing heart tone of the same type as antepartum for about 9 minutes.

Manufacturer narrative:
The preliminary investigation supports that the clinicians did not use the recommended cross channel verification (ccv) feature of the monitor and mistakenly monitored the mother instead of the baby throughout this delivery. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).